Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal, that this patient's left knee was implanted (B)(6) 2019; revision date: (B)(6) 2022. Reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. H3. Updated investigation results - the revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Exactech is not aware of any other complaints involving parts from this tibial insert¿s manufacturing lot of 20 units. This specific tibial insert was packaged for approximately 7 years and 4 months before being implanted. Review of risk documentation was conducted to ensure the risk was included and the occurrence is below the threshold; the risk is captured. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
It is stated that the patient has pain, stiffness, discomfort, and weakness which in turn negative affected mobility and quality of life necessitating a left knee revision surgery for prosthesis wear. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1 b2 d4: model number h4: manufacture number h6. The revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.